Manufacturer narrative:
H3/h6: one used device was returned for evaluation. The device was visually inspected. The damage was observed on both eyelets of the trach tube. The damage was observed to be uneven. The complaint of damage on the trach tubes can be confirmed. The probable cause of the damage is unknown. The device history record was unable to be reviewed as no lot number was provided.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that when it was inserting the new tracheostomy it was noticed the loops where the trache ties go through were damaged on the left side especially and was almost severed, the right side was damaged but not severed. There were a patient involvement and no adverse event reported.